Manufacturer narrative:
This follow-up MDR is created to document the additional device information and evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. A group of separations, indicating contact with unshod instrumentation, was noted on the inlet tubing of the reservoir. Testing revealed this to be a site of leakage. Microscopic examination revealed the detachment ends of one of the pump exhaust tubes and exhaust tube of cylinder 2 to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the pump or cylinder 2. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of cylinder 1 indicated that the tubing had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. In addition, the rough and irregular surfaces noted on the detachment ends of one of the pump exhaust tubes and exhaust tube of cylinder 2 indicated that sufficient stress may have been exerted on this site to separate it while in-vivo. The components were received detached. The information noted there was "fractured tubing about 2cm proximal to the pump." Quality concluded the rough detachment ends most likely was the location noted prior to return. However, quality cannot determine if the site fully separated while in-vivo or during explant.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was reported extrusion (distal), impending erosion - patient's left side. The device was explanted and replaced. Fractured tubing about 2 cm proximal to pump was also reported. It was reported that there was no infection. The device was implanted in 2015.